Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a stent fracture occurred. The 90 to 99% stenosed target lesion was located in the mildly tortuous mid left circumflex (lcx). A 28 x 2.75 promus elite was advanced to the target lesion. After stenting, a 3x8 nc emerge was advanced for post dilatation and proper apposition, but a stent fracture was noticed. The procedure was completed with a different device and without patient injury. The patient was reported stable.